Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. Upon explant, an inspection of the device revealed a crack in the right cylinder connecting tube. The right cylinder was explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned cylinder underwent a thorough analysis. The ipp cylinder was visually and microscopically inspected and there were no leaks found. Pressure testing was performed, and the cylinder was confirmed to be operating within product specifications. The tubing to the cylinder was not returned for analysis. Based on the information available and analysis results, the testing was unable to confirm the allegations; therefore, a conclusion code of cause not established was chosen.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. Upon explant, an inspection of the device revealed a crack in the right cylinder connecting tube. The right cylinder was explanted and replaced with a new ipp cylinder. No patient complications were reported.